Manufacturer narrative:
The provider sent photographs of the lift, which show that the caster bolts are not fully seated within the lift base so the casters do not sit flush. He advised that there was no patient involvement when the issue was discovered. He stated that not all four casters are affected but that he was going to replace them all. He stated that in addition to being stripped, some of the caster bolts were also bent. He indicated that the issue occurred overtime, and he was not aware of any prior indication of the problem (e.g. The lift being unstable or not tracking straight). He advised that the lift received maintenance a couple times each year, and the casters have not previously been replaced. The maintenance safety inspection checklist within the portable patient lift and sling owner's manual indicates that on a monthly basis the casters and axle bolts should be inspected for tightness. If any parts are worn, they should be replaced immediately. Since the manufacture of this device, updates have been implemented to the caster assembly design specifications and incoming inspection process in order to prevent recurrence of this issue. The 9805 hydraulic lift was manufactured by invacare rehabilitation equipment co. ((B)(4)). However, they are no longer in business. The manufacture of these lifts has transitioned to invamex.

Event description:
The provider reported that on the 9805 lift, the bolts to mount the caster forks are stripped.